Event description:
It was reported that during a procedure of the concentric, heavily calcified, heavily tortuous, 99% stenosed, de novo, right coronary artery (rca) below the bifurcation proximal, mid, and distal lesions with vessel diameter of 2.5 mm and lesion length of 170 mm predilatation was performed. The 2.25 x 23 mm xience prime sv stent delivery system (sds) was advanced to the distal lesion but could not cross the lesion at the mid and proximal vessel. While removing the sds from the anatomy the proximal stent strut caught the guiding catheter tip and the stent dislodged into the coronary. The stent implant was successfully retrieved using a snare device. Outside the anatomy the distal stent strut was noted to be flared and the proximal stent strut was damaged during the retrieval with the snare device. Additionally, it was noted four (4) non-abbott stents were implanted in the lesion and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: athlete f2, sion, glandslam; guide cath: heartrail il3.5, taiga sal1.0sh. Evaluation summary: the device was returned for analysis. The stent damage and dislodgement were able to be confirmed. The failure to advance and difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.